Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Arjohuntleigh has received a customer complaint related to the sara 3000 active floor lift. It was indicated that when the device was being used, it was discovered that the resident had a leg's fracture. The aide also observed that the resident started to raise the left leg when the device was being moved, what resulted in the lost her body balance. The user facility cannot confirm if the alleged adverse event occurred before or during transfer using sara 3000. We received indication that the pre-existing medical conditions of the resident may have directly contribute to the reported outcome (leg fracture) because the resident is suffering from the osteopenia (a condition in which bone mineral density is lower than normal). The sara 3000 device involved in the event is an active resident lift. This means that the patient should be intended to have an active participation in the transfer process - from raising the patient to the standing position to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is to be mentally and physically capable of at least partial standing capability and stability. In the light of reported information, the two additional factors have been identified as contributing to the reported incident: 1. Lack of fully attention of the resident please note, that if the transfer is performed according to the IFU with the continuously attending to the resident, this is not likely to hurt any patient. As per IFU kkx81010m rev.12 "sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions." The IFU informs the user step by step how the lifting procedure shall be performed. 2. The patient not suited for use with the device after this incident, a clinical assessment of the resident was performed. The involved user was assessed as no suitable to use the sara 3000 device. The facility staff was not aware about the importance of the professional patient assessment, which should be carried out by a qualified nurse or therapist, before lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. The device instruction for use clearly states: "warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person." When reviewing the reportable events for sara 3000 and similar active lifts, we have found a limited number of cases related to the similar issue: patient not suited for use with the device. The occurrence rate of reportable complaints with this fault description is relatively low. In summary, the device was being used at the time of the event and may played a role in the reported incident. There was no device deficiency found and from that perspective the system was up to specifications at the time of the incident. When the IFU would have been followed and the professional assessment of the patient before transfer would be provided, the event would have been avoided. All sara 3000 floor lifts were removed from the facility after reassessing all residents using them. Any resident at the facility was not enough mobile to use them. Based on this information any action is not recommended.

Event description:
Arjohuntleigh has received a customer complaint related to the sara 3000 active floor lift. It was indicated that when the device was being used, it was discovered that the resident had a leg's fracture. The aide also observed that the resident started to raise the left leg when the device was being moved, what resulted in the lost her body balance. The user facility cannot confirm if the alleged adverse event occurred before or during transfer using sara 3000. We received indication that the pre-existing medical conditions of the resident may have directly contribute to the reported outcome (leg fracture) because the resident is suffering from the osteopenia (a condition in which bone mineral density is lower than normal).